Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient's stimulator gets hot primarily when he charges, but also times where he is not charging. The issue makes the patient feel "sick to his stomach." This was reported as a sudden change starting in the last few months.

Event description:
Additional information from the patient indicated that they were taking a break from recharging their device due to their stimulator heating issue. The patient stated that they typically charge once a week for 2-4 hours, and has not noticed any changes to their stimulation. They stated that the stimulator heats intermittently. The patient also mentioned that they blow a fan near then while recharging their implantable neurostimulator (ins). A request was made for a replacement antenna to see if it would resolve the issue. The patient was to provide an update when they received their replacement antenna. The manufacturing representative reported that lead diagnostics were done, and determined that there were no fractured leads, and all electrodes were intact. The manufacturing representative suggested that the patient should try recharging the ins without their stimulation on. The issue remains unresolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.